Manufacturer narrative:
The customer¿s report of an over infusion of heparin was not confirmed. The pcu and source device event logs could not identify the date of the reported incident. An analysis of the source device was performed showing the device passing rate accuracy test after calibration of the pump module. Prior to the calibration, the pump module was out of specification. The pump module was then tested for an hour with timed rate accuracy test at a rate of 10ml/h. Test results indicated the source device was in specification. The event administration set was not returned for this investigation, therefore additional testing could not be performed to ascertain other possible contributing factors associated to the reported complaint. The root cause of the over infusion was not identified.

Event description:
The customer reported an over infusion of heparin that occurred within one hour of starting the infusion. Although requested, additional information has not been provided. There is no report of patient harm.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion of heparin without further details. Although requested, additional information has not been provided.